Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No changes were made and the patient was asymptomatic throughout.

Event description:
New information states that another instance of nsrvo episodes associated with post-paced t-wave oversensing was noted. Since all episodes occurred on the same day, the clinician wants to continue to monitor before making any programming changes. No symptoms reported.